Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2021-19376. It reported that during a lead revision on (B)(6) 2021 [related manufacturer reference numbers: 1627487-2021-19370, 1627487-2021-19371, 1627487-2021-19372, & 1627487-2021-19373], the left l1 lead broke while the physician was attempting to remove it. The procedure was abandoned and a portion of the l1 lead remains implanted. As a result, surgical intervention may be undertaken in the future. It is unknown which lead remains implanted; therefore, both l1 leads are being reported.